Manufacturer narrative:
Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Pump error alarm (variable 3) confirmed in the pump history due to broken pin 6 trace keypad assembly. Unit received with broken belt clip rails.

Event description:
The customer reported via phone call that they saw missing segments during the self test and the self test failed, had pump error and delivery was stopped. The customer¿s blood glucose level was 155 mg/dl at the time of incident. The customer also stated that the belt clip was loosed of the insulin pump. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.